Event description:
Complainant alleged that while attempting to treat a male pt in cardiac arrest, the device would not display the pt's ECG rhythm. The pt was being treated with CPR and responded. Complainant indicated that the clinician obtained another device to continue monitoring the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a follow-up report when our investigation is completed.